Event description:
International customer reported that a pt underwent an abdominoplasty in 1995. This pt presented to the hospital approximately 11 years later with an extruding needle. The needle was removed from the pt in 2006. No further details were provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.